Event description:
It was reported to MFR in 2007, that the customer inserted the entriflex feeding tube. The next morning, they did an x-ray to verify the placement of the tube. They could not see the tip. They took the tube out and the tip was gone. They are waiting to find the tip before re-inserting another one. The device is being returned for examination.

Manufacturer narrative:
Investigation is currently underway. Upon completion, results will be forwarded.